Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they were unable to discharge patients at the surveillance. It was determined that this was related to the 2018 adt reboot issue. There was no patient incident.